Event description:
It is reported that a malfunction occurred during the operation of the equipment, indicating that the ventilator had failed. No patients were injured.

Manufacturer narrative:
The investigation is currently underway. Updates will be provided once the investigation is completed.